Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an evolut r 26 mm transcatheter aortic valve was implanted during a prior transcatheter aortic valve replacement procedure for aortic valve stenosis, with no acute or late complications reported at the time of implant. The patient¿s medical history included nyha functional class iii status, insulin-treated diabetes mellitus (also reported as type 2 diabetes mellitus), dyslipidemia, arterial hypertension, stable angina, former smoking, severe chronic obstructive pulmonary disease and porcelain aorta. It was further reported that the patient later experienced refractory cardiocirculatory failure in the setting of prior transcatheter aortic valve replacement, with dysfunction of the aortic bioprosthesis and severe central aortic insufficiency. Permanent atrial fibrillation, vertebral compression fractures at l1 and l5, chronic kidney disease stage iii (egfr 40 ml/min) following acute glomerulonephritis, rectal cancer with recurrent pulmonary metastases, and multidistrict vascular disease were also reported. The patient was hospitalized for 40 days.